Manufacturer narrative:
The 2.5 mm diameter locking screw (1405-101x) is provided to the customer within a sterile kit (sk12) and marked single use. The UDI referenced is for the sterile kit, (sk12), that the product is distributed within. The device history records for all screws intended to be implanted were reviewed (1405-1012, 1405-1014, and 1508-4001) and no issues were identified during the manufacture and release of the device that could have contributed to the problem reported. The most likely cause cannot be determined due to the device not being returned, as it remains implanted. However, feedback from the surgeon indicates the patient was non-compliant after surgery and the case information indicates the backed out screw was not locked into the plate due to cross-threading during insertion. Although a number of factors could have contributed to the screw backing out, based on the available information it is likely a combination of a technique issue during placement and post-operative activity of the patient. The instructions for use identifies the following warnings related to postoperative care and the surgical technique instructs on the proper method for inserting screws into a plate. There was no report of any patient injury or plan for revision. The company will supplement this MDR as necessary and appropriate.

Event description:
After an initial bunion surgery on (B)(6) 2018, it was identified in 3-4 week postoperative x-rays that the most distal screw on the python plate is backing out. The surgeon indicated the patient was non-compliant and the case information indicates the screw was not locked into the plate during placement. All hardware remains implanted in the patient with no plans currently to revise.